Manufacturer narrative:
.

Event description:
It was reported that the patient experienced no stimulation sensation following a fall. The patient fell on his back when he was walking to the drug store. The patient recharged later and stated the stimulation felt "twitchy". He turned the stimulation off while recharging, and when he turned it back on, the patient didn't fell stimulation anymore. No patient treatment or outcome was reported.